Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atria (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. Programming changes were made. The patient was in stable condition.

Event description:
New information received indicated that the noise problem was recurring. The right atrial lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct patient identifier should have been (B)(6) rather than (B)(6).